Manufacturer narrative:
Taper ii. (B)(4). The access port connector and lap-band system associated with this report has not been returned and was discarded after surgery by the rptr. Based on the model number, serial number and implant date provided by the rptr, the connector type is assumed to be a taper ii. The rptr discarded the device when it was explanted and it is no longer available for return. Therefore allergan will not receive it and no analysis or testing will be done. See related medwatch report #2024601-2010-00628. Pain is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of pain as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: abdominal pain, chest pain, incision pain, band leak and port site pain." Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Event reported by current surgeon as, "pt had a couple of revisions [of previous lap-band system] due to needle stick injuries on the tubing, related to technician error." Follow-up findings: "ten days after implantation, pt experienced severe shoulder tip pain and an endoscopy was performed nad, however "microperforation was questioned so the aps lap-band system was removed" and not replaced at that time. Five months later, an apl lap-band system was implanted.